Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post a percutaneous coronary intervention procedure, the patient experienced angina. In (B)(6) 2011 the patient was diagnosed with silent ischemia and cardiac catheterization was recommended. The 90% stenosed and 34 mm long de-novo target lesion was located in the proximal left circumflex with a reference vessel diameter of 3.50 mm. The target lesion was treated with direct stent placement using a 3.50 x 38 mm taxus liberte stent, resulting in 0% residual stenosis following post dilation. The patient was discharged the following day on aspirin and prasugrel. In (B)(6) 2013 the patient was diagnosed with angina. Angiography without revascularization was performed.